Manufacturer narrative:
This supplemental report is submitted to provide the date the device was returned to manufacturer. See update to concomitant medical products.

Manufacturer narrative:
This supplemental report is submitted to correct section PMA/510k, date received by manufacturer, submitted on the initial report. The date received by manufacturer is jul 09, 2020.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely causes are as follows: 1) judging from the fact that the repair division recommended the replacement of the lamps, there was no abnormality in the subject device and the lamps reached the end of their useful lives. 2) the user externally applied the forcible impact on the lamps such as hitting a hard object on the front panel.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The lamp was not functioning. In addition, the front panel was found damaged.

Event description:
The user facility reported to olympus a "malfunctioning white xenon light." The event occurred during the procedure and the procedure was completed with no delay using the same device. There was no patient injury or harm, associated with the problem, reported to olympus.